Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the implanted devices may have caused or contributed to the events as alleged. At this time, no conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 702 released for distribution in june, 2017. Addendum: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the date of implant provided in the legal claim. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." Updated fields: b4, b5, d.6a (date of implant), g1, g3, g6, h2, h6, h10. Should additional information be obtained, a supplemental emdr will be submitted. This file represents the 3dmax mesh implanted for the right sided repair (device #1). An additional emdr was submitted to represent the 3dmax mesh implanted for the left sided repair (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on an unspecified date the patient underwent bilateral inguinal hernia repair and was implanted with two bard 3dmax mesh. The contact reports he believes the patient developed an infection from the time he was catheterized in the hospital as this is where all of the symptoms began. The contact reports the patient began to have brown urine and then developed a hydrocele. As reported the surgeon advised him the hydrocele was a possible outcome of inguinal surgery and this would resolve on its own. The hydrocele did not resolve and the surgeon placed a drain. As reported the patient has been in pain ever since the surgery and also has a constant infection. As reported the patient has seen the surgeon multiple times and has been treated aggressively with antibiotics, both IV and oral. As reported the patient sees improvement with each round of antibiotics but the infection always returns. The contact reports the patient wants the mesh removed. At this time, the surgeon will not remove the mesh. The contact reports the patient has not been able to be as active as he used to be and is unable to work due to the pain. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the implanted devices may have caused or contributed to the events as alleged. At this time, no conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in june, 2017. Should additional information be obtained, a supplemental emdr will be submitted. This file represents the 3dmax mesh implanted for the right sided repair. An additional emdr was submitted to represent the 3dmax mesh implanted for the left sided repair. Note: remains implanted.

Event description:
It was reported that on an unspecified date the patient underwent bilateral inguinal hernia repair and was implanted with two bard 3dmax mesh. The contact reports he believes the patient developed an infection from the time he was catheterized in the hospital as this is where all of the symptoms began. The contact reports the patient began to have brown urine and then developed a hydrocele. As reported the surgeon advised him the hydrocele was a possible outcome of inguinal surgery and this would resolve on its own. The hydrocele did not resolve and the surgeon placed a drain. As reported the patient has been in pain ever since the surgery and also has a constant infection. As reported the patient has seen the surgeon multiple times and has been treated aggressively with antibiotics, both IV and oral. As reported the patient sees improvement with each round of antibiotics but the infection always returns. The contact reports the patient wants the mesh removed. At this time, the surgeon will no remove the mesh. The contact reports the patient has not been able to be as active as he used to be and is unable to work due to the pain.